Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly original surgery was performed at (B)(6) 2018. The surgeon found swelling of affected area and he took a x-ray and found a dislocation. And he studiously performed a closed reduction with stupefaction. And a dissociation occurred. Finally, he performed revision surgery with perfecta bipolar cup on (B)(6). The surgeon experienced same incident on (B)(6) 2017 (incident# 17070007). He hasn't ever experienced same incident. He terribly suspects our quality.